Manufacturer narrative:
The customer was sent a replacement pump. The customer disposed of the pump and ac adapter. The customer could not be reached by phone or email for further information. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. Sparking from the device unit is under investigation in (B)(4), and fire issues with the transformer are under investigation in (B)(4). Since the customer was unable to confirm the source of the sparks or fire, both investigations are applicable.

Event description:
The customer reported to customer service on (B)(6) 2016, that she plugged in the ac adapter to her freestyle breastpump and she saw sparks and a big flame that burned the ac adapter and the pump, which is a safety risk. Her husband used a fire extinguisher to put out the flame and then disposed of the ac adaptor and the pump.